Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. 1. Event description: it was reported that during surgery on (B)(6) 2021, the surgeon had fractured the patient's acetabulum. As reported the allofit setting instrument (01.00469.001 or 8638) was sent instead of the fitmore setting instrument (7781). Hence, the surgeon struggled to insert the cup with a liner impactor which was not intended for cup insertion. Harm: s3 - bone fracture. Hazardous situation: patient's anatomy is exposed to unintended or excessive external forces intraoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. 5. Conclusion: it was reported that during surgery on (B)(6) 2021, the surgeon had fractured the patient's acetabulum. As reported the allofit setting instrument (01.00469.001 or 8638) was sent instead of the fitmore setting instrument (7781). Hence, the surgeon struggled to insert the cup with a liner impactor which was not intended for cup insertion. Neither x-rays, operative notes, nor the device or photos of the device were received. Patient factors that may have affected the event such as bone quality, and relevant medical history are unknown. In addition, it remains unknown if the reported fitmore shell was left implanted or was replaced during surgery. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the reported event, it can be assumed that incompatible instruments caused or contributed to the event, as the surgeon was unable to follow the surgical technique. The reason for the incorrect instruments is unknown. Overall, due to the lack of medical data, an investigation could not be conducted and the reported event cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland. Manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: cup impactor 32; catalog#: 6529; lot#: unknown. Durasul, alpha insert, hooded, kk/32; catalog#: 01.00013.511; lot#: 3049964. Cls spotorno, stem, 145, uncemented, 9.0, taper 12/14; catalog#: 29.00.09-090; lot#: 3057023. Biolox delta, ceramic femoral head, xl, 32/+7, taper 12/14; catalog#: 00-8775-032-04; lot#: 3048005. Therapy date: unknown. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, the surgeon fractured the patient's acetabulum. The allofit introducer was sent to fitmore booking instead of a fitmore introducer due to which the surgeon struggled to insert the cup with liner impactor which was not intended for cup insertion.